Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a system error 2240 alarm due to a use error further described as pressing go prior to connecting the patient line to the transfer set during peritoneal dialysis. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during the initial drain in peritoneal dialysis. The home patient was connected at the time of the alarm. The care giver stated that the patient pressed go then connected. The technical service representative explained the alarm and had the care giver close the clamps and cycle the power to clear the alarm. The technical service representative advised the care giver to discard supplies and start over with new supplies. The technical service representative reviewed proper procedures with the care giver. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.